Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. (B)(4).

Manufacturer narrative:
(B)(4): result : device performed according to specification. Conclusion: no failure detected and product within specification. Customer site in (B)(6) filed the complaint alleging overquantitation with cap/ctm hiv-1, version 2 in relation to results generated with the abbott real-time hiv test. No product or batch non-conformance was identified. The investigations determined that the results generated by the customer can be expected and explained by one or more of the following reasons: low level viremia (llv), a known phenomenon previously communicated to affiliates, is when cap/ctm hiv-1 test (v1.0 or v2.0) yields measureable titers for patient samples that had previously been undetected or less than the limit of detection (lod). The variability of the test near the lod. The use of off-label sample types and mis-handling. The sites commonly use ppt tubes and freezes them, which are practices not supported in product labeling and known to affect results. Inherent differences between the abbott real-time hiv-1 test and the cap/ctm hiv-1 tests ( v1.0 and v2.0) as specified in the cap/ctm hiv-1 test and cap/ctm hiv-1 test, v2.0 product labeling, "due to inherent differences between technologies, it is recommended that, prior to switching from one technology to the next, users perform method correlation studies in their laboratory to quantify technology differences." On-site troubleshooting testing in columbia has demonstrated that the cap/ctm hiv-1 and cap/ctm hiv-1 v2.0 tests can be performed successfully in columbia and that the tests are performing as intended. (B)(4).

Event description:
A customer site in (B)(4) reported that discrepant results (B)(6) were generated with the cobas ampliprep / cobas taqman hiv-1 test, version 2.0 when compared with previous test results that were generated with an abbott test (specific test information was not provided). Additionally, the customer also indicated that samples that were previously target not detected with the abbott test are generating a quantifiable titer with the roche test.